Event description:
It was reported that customer experienced difficulty charging mobi pump battery while using charging supplies in training office, and pump initially would not charge. There was no reported impact to the customer¿s blood glucose level. Customer and technical support reviewed charging setup, confirmed use of company charging pad, cover, cable, wall adapter, and working outlet, and customer stated pump began charging normally after being placed back on charging pad, so issue was resolved; technical support then worked to attach pump information to customer file and update case records.